Event description:
It was reported that the patient expired due to an unknown reasons. The date of the patient's demise is unknown. No other details were provided.

Manufacturer narrative:
Device not returned.